Manufacturer narrative:
A therapy cool flex catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detected. Functional tested of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed that this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported while using a therapy cool flex catheter during an emergent ventricular tachycardia ablation procedure, the irrigation port detached from the catheter. The ensite navx system was used. A therapy cool flex catheter was used to ablate and an occlusion error occurred. The cool point tubing set and catheter were replaced. Ablation was continued with a second therapy cool flex catheter; however, the irrigation port detached from the handle of the catheter. The second catheter was exchanged to a third therapy cool flex catheter; however, no signals could be obtained from the distal end of the device. A fourth therapy cool flex catheter was used and toward the end of the procedure. There were no adverse consequences to the pt.